Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Revision to fields f10 and h6 impact codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. A new device with the same model was implanted. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. A new device with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. A new device with the same model was implanted. No adverse patient effects were reported.